Event description:
The customer reported that the system would not turn on/boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the input transformer for the correct incoming voltage supply. The system operates as intended.